Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-08. H6: investigation summary two loose 3ml syringes with needles (B)(4) were received. The samples were visually evaluated. Upon exercising the plunger/stopper assembly liquid was observed to be stringing between the barrel roof and stopper. Some pooling was evident on the stopper as well. The liquid appeared to be silicone lubricant, of which there was an excessive amount present. The observed condition was non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #9304828 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ll w/ndl 22x1 rb had liquid inside. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that syringes had a liquid in them before drawing up medication.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 22x1 rb had liquid inside. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that syringes had a liquid in them before drawing up medication.